Event description:
It was reported that the monitor transmission for the device was not successful due to a device power on reset (por) because the device serial numbers had zeroed out. The patient presented to be evaluated for a por. There was no message indicating a por or change in parameters. However, the serial numbers were all zeros and therefore reprogrammed back in for the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.